Event description:
The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received. Product was used for therapeutic treatment. Dob: (B)(6) 1952, age at time of event: (B)(6).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It has been determined following additional review of the record that the lot number initially reported belonged to a pelvisoft product. The 510(k) for these products are held by c.r. Bard. A report was submitted by c.r. Bard on 09/19/2012 under report number 1018233-2012-01528. (B)(4).